Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped pacing during an implant procedure. The battery was changed; however, the epg stopped pacing again. A different epg was used to complete the implant procedure. The caller was advised to return the epg for repair; the current status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) stopped pacing. It was noted that the upper and lower case were broken. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned to service.